Event description:
It was reported that the patient had not been seen in person since the event. The patient was asked to stop using the mobile power unit. The patient had not reported any additional alarms since the power module and unshielded cable were shipped. It was planned to assess the patient in person when it is safe and the current plan was to leave the patient on the unshielded cable. The patient is not an appropriate surgical candidate. The mobile power unit remained in the possession of the patient and would be returned when in the center's possession. Related manufacturer report number: 2916596-2021-00796.

Manufacturer narrative:
Manufacturer's investigation summary: the reported event of a low voltage and red heart alarms while connected to the mobile power unit (mpu) (serial number: (B)(6) was not confirmed. The mpu was not returned for analysis and a log file was not submitted. Additional information received on 05oct2020 stated that the cause of the red heart alarms could not be identified due to the patient living remotely and not reporting to the clinic following the event. No additional alarms have been reported since the patient was asked to stop using the mobile power unit (mpu) and only use battery power. Additional information received on 11feb2021 stated that alarms have not been reported since the power module and unshielded cable was shipped to the patient. The mpu remains in the possession of the patient and will be returned if the patient returns the unit to their clinic. If the unit is returned to abbott, the investigation will be reopened and investigated accordingly. A root cause for the reported low voltage and red heart alarms was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. It was shipped on 19sep2017. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low battery red heart alarms while on the mpu. There were no issues on batteries and the patient was advised to stay on batteries. The patient was experiencing anxiety due to alarms and a power module with unshielded patient cable was shipped to the patient as a precaution. No further information was provided.